Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the seal was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with our surgical lights ¿ powerled 500. As it was stated, the seal was missing from the headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specifications due to detachment of the seal, which contributed to the event. The available information indicates that upon the event occurrence the device was not being used for patient treatment or diagnosis. According to the information provided by getinge technician, the issue was discovered during performing the daily inspection by the user. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing seal is very low. The manufacturer¿s subject matter experts have investigated the issue. Unfortunately, the specific root cause was not possible to be established due to lack of information, despite our best efforts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 serial # field deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6)/(B)(6). Corrected d4 serial # (B)(6)/(B)(6). H3 other text : device not returned to manufacturer.